Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c7-pelvis with l3 and t3 pso. It was reported that the tip of the driver broke off in the bone screw and could not be removed from the screw. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Also the pin that connects the stop to the inner drive shaft has sheared. As the driver is tightened to the screw with torsional force, there is lateral force on the stop and in turn the pin once the force is too high the pin will shear. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.